Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial connector end of the lead was returned. External insulation abrasion breaching the insulation and exposing the a-ring coil was noted at 13.2 cm to 13.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.